Event description:
It was reported that a female age 50-60 patient with a normal bmi underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. The physician felt a steam pop before discovering the pericardial effusion. No errors or alerts were displayed on the carto 3 system. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Caller reported that the medical intervention provided was a pericardiocentesis and approximately 1200 ml of fluid was removed. The patient was reported to be in stable condition. The physician believes the pericardial effusion was caused by the steam pop. Additional information: patient outcome of the adverse event: patient made a full recovery. The patient required extended hospitalization because of the adverse event for observation. A transseptal puncture was performed with an abbott brk needle. Prior to noting the CT ablation was performed. The event occurred during ablation phase. An irrigated catheter was used in the event and the flow setting were set at high flow setting using a stsf. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: all of the force visualization features were used. The visitag module was used and the parameters for stability were used: 3g (B)(6), 4mm/3sec, 2mm tag size. Generator parameters: power control mode 40 w. Temp was 22.3 and force was 9g. Steam pop is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. . Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2022, the product investigation was completed. It was reported that a female age 50-60 patient with a normal bmi underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Device evaluation details: per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30657086l, and no internal action was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).